Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please follow-up with the appropriate personnel to determine the following: when the device closed on tissue but would not release, had the device been fired? If yes, did it deliver a staple line? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the device removed from the patient? Was there any change in the post-operative care as a result of the issue?

Event description:
It was reported that during a lung resection procedure, the device closed on tissue but would not release. Neither the reverse button nor manual over-ride would work. It is unknown how the device was removed. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5662j. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.